Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during an unspecified process step of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. It was reported that "inlet air was at the cassette." There was no patient injury or medical intervention associated with this event. No additional information is available.